Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (254 mg/dl) in the morning and night. A correction bolus via the pump was delivered to address the high bg. The customer suspected that the basal setting was not high enough during specific times of the day. Tandem customer technical support (cts) had the customer perform a system check and no device issues were found. Cts advised the customer to speak to a healthcare provider about the high bg and pump settings. The customer acknowledged the advice.